Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 4/7/2022, it was reported by a sales representative via email that (2) ar-3638h knotless hip fibertak passing stitch ripped and pulled both anchors out of implantation site. This occurred consecutively during a hip labral repair on (B)(6) 2022. Case was completed successfully. Additional information received 4/7/2022: surgeon removed all broken sutures from inside the patient and used another ar-3638h knotless hip fibertak to complete the case without further issues.